Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm and insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer reported that the fluid in the battery compartment and battery was leaked. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement test due to failed battery test anomaly. Insulin pump passed stop current and run current test. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address or serial number label.